Event description:
It was reported that a device was used during a vaginal hysterectomy procedure. The handle broke when trying to fire. Another device was used to complete the case. There was no consequence to the patient.